Event description:
The customer reported to olympus, the high definition autoclavable camera head was inspected before use and there was no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. The additional evaluation findings are as follows: loose head scope mount, discoloration of head switch, damage on cable section, cable part cable twist, and connector part connector punch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to internal water immersion found in the cable and the imaging. As to the cause of internal water immersion, a specific cause could not be identified because the water-tightness test passed. Olympus will continue to monitor field performance for this device.